Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that during the implant surgery on (B)(6) 2023 for a light adjustable lens (lal, sn (B)(6), +22.0d), a capsular bag tear occurred. The surgeon explanted the original lal and performed a vitrectomy. Then implanted a new lal in the sulcus. Rxsight's first awareness of the event was on (B)(6) 2023.